Manufacturer narrative:
Covidien reports the front pcb is defective - the front pcb is replaced. The unit passed test according to the service manual. The serial number provided does not populate in the system, therefore the manufacture date is unknown. (B)(4).

Event description:
It was found by covidien technical service that the device sporadically has missing segments. There was no patient involvement.